Event description:
Customer called to report that on (B)(6) 2008 at 08:22 pm, blood glucose level was 180 mg/dl, but it had dropped to 60 mg/dl by about 10:30. Her blood glucose remained low (readings ranged from 29-61 mg/dl) over the next hour despite drinking orange juice and eating bread and honey. She stated that she was "at home with six ems people surrounding her." They administered an injection of glucagon and by 11:45 her bg had risen to 127 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. No conclusion can be drawn as to whether some defect, malfunction or other product condition could have caused or contributed to the customer's hypoglycemic condition. Qualification records for the product lot were reviewed; all acceptance criteria were met. Built into the device's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). The omnipod user's guide emphasizes frequent monitoring of blood glucose to detect issues early and respond to them promptly. In the case of a measurement below 70 mg/dl. It recommends ingesting 15 grams of fast-acting carbohydrate and retesting in 15 minutes.